Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a long line near the center of the preloaded monofocal intraocular lens (iol), extending from one end to the other. The plunger overrode the iol and the account indicated experiencing more resistance than usual when turning the plunger. There was no problem with the patient's vision after surgery. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that the preloaded device was set by the physician with a balanced salt solution (bss) from a different manufacturer at room temperature and it was introduced from the cartridge canopy. It was likely that ophthalmic viscosurgical device (ovd) was also injected from the cartridge tip and the account indicated that the ocular viscoelastic probably did not penetrate the lens case. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 17-jul-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: no handpiece or lens was received. The video provided by the customer was evaluated. The video showed a cataract removal through phacoemulsifiation and the implantation of an intraocular lens claimed to be a tecnis monofocal optiblue preloaded in the simplicity delivery system model dcb00v. A wavy scratch/crack like mark located in the lens optical center extending to the mid-periphery of the lens was observed. Due to the mark location it is possible to cause some visual distortions/disturbances in the event the lens remains implanted; however, the definitive clinical impact and the incident root cause cannot be determined from a video assessment. The complaint issue "cosmetic issues" was not identified during video evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" and "override" were not identified during video evaluation. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.